Event description:
It was reported that this insertable cardiac monitor (icm) device was at recommended replacement time (rrt) after less than two years implanted. Boston scientific technical services (ts) received a call from the patient providing the patient mobile monitor (pmm) states to work with the clinic. Ts reviewed and found monitoring was disabled because the implanted icm device had reached rrt. Ts recommended the icm device be explanted and replaced to continue monitoring. Subsequently, an explant procedure was scheduled. The icm device was explanted. No other devices have been implanted. The icm device was returned, and analysis completed. No adverse patient effects were reported.

Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. An attempt was made to interrogate the device and it was noted the icm could not be communicated with. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis identified an internal battery short that resulted in the observed premature battery depletion. A cross-divisional team is investigating this finding and will implement corrective action(s) as appropriate.